Event description:
As reported by legal document, the patient underwent total arthroplasty of the left knee for the treatment of osteoarthritis, the prosthesis was placed, the patient evolved with premature wear of the polyethylene, with the intense osteolysis around the femoral and tibial components, culminating in the loosening of the prosthesis and now requiring the replacement of components for revision components. The patient was submitted to revision of the total prosthesis of the left knee, with the removal of all components. Intense wear of the polyethylene verified, with delamination pattern, with the breakage of the post. Surgeon observed intense osteolysis, cavitary in the proximal tibia, patella and distal femur, being the lateral epicondyle absent. Patient was revised to competitor's device. As an intercurrence, surgeon reported the longitudinal fracture of the distal femur, which cracked during the placement of the sleeve.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, prosthesis fracture, and femoral and tibial loosening after 9 years of implantation. The contributions of each to the sequence of events and/or potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.